Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack in the casing and right corner of the screen, crack in the reservoir area, buttons were peeling off, had unexplained no delivery alarm, motor sounded labored, the insulin pump was jammed, rewound more than once and had motor errors twice. The insulin pump will not be returned for analysis.